Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number no complaint sample was available for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and underwent hysterectomy at (B)(6). After that, she was still experiencing autoimmune response and bladder infections. These events are serious due to medical importance. Hysterectomy is listed, while autoimmune disorders and bladder infections are unlisted in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (hysterectomy) may be required. In this particular case, although the exact reason for hysterectomy was not specified, the reporter regarded the event as a consequence of essure use, thus, company considers a causal relationship between hysterectomy and essure therapy cannot be excluded and therefore this case is regarded as incident. Regarding autoimmune disorders and bladder infections, considering essure's local action in fallopian tubes and the fact that the problems continued after surgery for devices removal (negative dechallenge), a causal relationship with suspect micro-insert is very unlikely. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 06-may-2016. A legal claim was received. Plaintiff was implanted on or about (B)(6) 2013. Subsequent to implantation with essure, this plaintiff began to suffer from severe pelvic pain, extreme menstrual changes, hair loss, severe headaches, weight gain, bloating, blurred vision, and fatigue. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment this non-medically confirmed, spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and underwent hysterectomy at (B)(6). After that, she was still experiencing autoimmune response and bladder infections. According to additional information, this case became legal and she also experienced pelvic pain. Pelvic pain is listed, while autoimmune disorders and bladder infections are unlisted in the reference safety information for essure. Abdominal and pelvic pain may occur during essure use, thus, company considers a causal relationship between pelvic pain and essure therapy cannot be excluded. Regarding autoimmune disorders and bladder infections, considering essure's local action in fallopian tubes and the fact that the problems continued after surgery for devices removal (negative dechallenge), a causal relationship with suspect micro-insert is very unlikely. Since an intervention was required (hysterectomy), this case is regarded as incident. Other non-serious events were informed. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015. This is a spontaneous case report received from a regulatory authority (case# (B)(4)) in united states on 11-aug-2015 which refers to a adult female consumer who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer stated that she had essure for a little over 18 months; immediately after placement she knew that something was wrong. She suffered for a year and a half before total hysterectomy at the age (B)(6). She said that she still suffer from the effects of essure; such as autoimmune response, within her body, continual bladder infections and kidney problems. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and underwent hysterectomy at (B)(6). After that, she was still experiencing autoimmune response and bladder infections. These events are serious due to medical importance. Hysterectomy is listed, while autoimmune disorders and bladder infections are unlisted in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (hysterectomy) may be required. In this particular case, although the exact reason for hysterectomy was not specified, the reporter regarded the event as a consequence of essure use, thus, company considers a causal relationship between hysterectomy and essure therapy cannot be excluded and therefore this case is regarded as incident. Regarding autoimmune disorders and bladder infections, considering essure's local action in fallopian tubes and the fact that the problems continued after surgery for devices removal (negative dechallenge), a causal relationship with suspect micro-insert is very unlikely. Technical assessment is expected.